Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reports pipettor issues with calibration failures on architect c16000 analyzer serial number (B)(4). Also, degasser error code 5514 for high pressure was resolved by replacement of the degasser canister. Controls are also failing for several assays. Several hardware pieces were rebuilt or replaced to resolve the control issue. Then several patient samples generated discrepant results. The following was provided: sid (B)(6) - ast= 16.8 and 25.9 u/l; chloride= 84.6 and 96.1 mmol/l; potassium= 3.91 and 4.83 mmol/l; sodium= 112.5 and 137.1 mmol/l and urea nitrogen= 3.86 and 7.05 mmol/l. Sid (B)(6) - chloride= 93.7 and 105.9 mmol/l; potassium= 3.80 and 4.64 mmol/l; sodium= 117.5 and 141.8 mmol/l and urea= 4.37 and 8.52 mmol/l. Sid (B)(6) - ast= 6.2 and 11.7 u/l; chloride= 97 and 109.3 mmol/l; sodium= 115 and 139 mmol/l; potassium= 3.48 and 4.28 mmol/l and urea= 2.29 and 4.37 mmol/l. Sid (B)(6) - chloride= 87.5 and 98.9 mmol/l; potassium= 2.83 and 3.47 mmol/l; sodium= 115.5 and 140.0 mmol/l and urea= 2.74 and 5.45 mmol/l. The customer uses the following normal reference ranges: ast 0-37 u/l; chloride 95-110 mmol/l; potassium 3.5-5.0 mmol/l; sodium 135-145 mmol/l and urea 3.0-7.0 mmol/l. The second set of results in each pair was generated from a different architect platform in the customer's laboratory, which the customer believes to be correct. The customer has stopped using the suspect analyzer and field service has been notified. No suspect results have been reported from the lab. There is no impact to patient management reported.

Manufacturer narrative:
An abbott field service representative (fsr) visited the customer site to inspect the architect c16000 analyzer, serial number (B)(4). The fsr discovered the r1a syringe drive was not aligned and replaced the diaphragm, vacuum pump new style (part number 2-94796-02) and reagent syringe drive (pn 7-202517-01). Subsequent instrument operations and test results were acceptable. There were no returns available from the customer site. The architect c16000 analyzer, serial number (B)(4), service history did not reveal any contributing factors in relation to the current customer issue and no similar reports have been received since the fsr replaced the diaphragm, vacuum pump new style and reagent syringe drive. A review of complaint tracking and trending metrics was performed and identified no adverse trends or systemic issues in conjunction with the complaint incident currently under evaluation. No non-conformances or potential non-conformances or deviations were identified. The architect system operations manual and the architect c16000 system service and support manual provide information to address the current customer issue. Based on the available information from the customer site and the results of this evaluation, there is no evidence to reasonably suggest that a systemic issue or product deficiency exists. Concomitant medical products: drive, reagent syringe ln: (B)(4).